Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose was unknown. The customer experienced symptoms of high blood glucose value. The customer was treated with insulin injections. The insulin pump will not be returned for analysis.